Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "compressor failure -1001 " error message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. Review of the device logs identified a self-check failure (1001-pneumatic system: compressor) recorded on (B)(6) 2025 at 20:50:42 utc along with low oxygen supply. Although the event occurred during reported use, the fault could not be duplicated during evaluation with a known-good setup. The unit underwent comprehensive functional testing, internal inspection, compressor calibration, and airway pressure calibration, all of which were completed successfully with no abnormalities identified. Based on inspection and testing results, no device malfunction was confirmed, and the 1001 event was determined to be no fault found, potentially associated with external conditions. The device was recertified and returned to the customer. No trend is associated with reports of this type.